Manufacturer narrative:
Unit passed displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No failed battery test alerts noted when inserting a new battery or during testing. No pump error 81 noted during testing. However, the formatted history file confirmed pump error alarm, pump error alarm, and pump error alarm due to a software error. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicates the insulin pump had multiple pump error alarms. The customer stated they were able to clear the alarm. The customer declined to troubleshoot. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.